Manufacturer narrative:
(B)(4). (Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
While scanning, the table raised up on its own and would not move afterwards. As the emergency release button did not work because of the height of the table, the patient had to crawl out of the device. There was no injury. Further investigation will be performed and a follow up report will be issued in due time.